Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold and broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and around the opening observed non-penetrating nicks striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on anterior due to an unidentified (tear) opening and non penetrating nicks striated due to surgical tool scratch like.

Event description:
Healthcare professional reported a right side "deflation" of a gel device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "deflation" of a gel device. Device has been explanted.